Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 45 mg/dl. Customer had symptom of low blood glucose; customer was dizzy, had difficulty breathing, had excessive thirst, leg cramps and heart rate was increasing. Customer was hospitalized due to low blood glucose and ketones in urine. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported that insulin looked like jelly and received no delivery. Customer changed entire set and blood glucose began to stabilize.